Manufacturer narrative:
Investigation is in process, but not yet complete.

Event description:
The biomedical engineer reported that during routine maintenance of the device, the heater/cooler unit was unable to maintain a temperature of thirty degrees celsius. Water was going over the cold plate in the "maintain" mode. There was no pt involvement.